Event description:
It was reported that the patient¿s existing pacemaker system was extracted from their right side and a new cardiac resynchronization therapy defibrillator (crt-d) system was implanted on their left. Over the course of the next hour, the anesthesia team worked to extubate the patient. Cardiac activity ceased during that process. After two hours of attempting to revive the patient, they were pronounced dead. The cause of death is unclear. Follow up yielded no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.